Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) false positive flu b patient result was obtained, simultaneously with a positive sars-cov-2 result from a veritor analyzer. The user noted the test cartridge was visually read before inserting into the analyzer. Upon confirmatory testing using a standalone flu test cartridge, the patient sample was negative for flu b. There were no health impact or consequences reported. Eua(B)(4)

Manufacturer narrative:
The information for the 510k is as follows: g4. PMA/510(k)#: eua(B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) false positive flu b patient result was obtained, simultaneously with a positive sars-cov-2 result from a veritor analyzer. The user noted the test cartridge was visually read before inserting into the analyzer. Upon confirmatory testing using a standalone flu test cartridge, the patient sample was negative for flu b. There were no health impact or consequences reported. Eua (B)(4).

Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b assay (material#: 256088), batch number 5057050. The customer reported that they received 3 false flu b positive results while using the veritor kit. They performed confirmatory pcr testing or retested with a standalone flu kit and received negative flu b results. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable for the retain samples, and no relevant issues were found. There was an issue identified during bhr review with one subcomponent used to build the test devices; however, this subcomponent passed all subsequent in-process qc testing with no issues and is therefore acceptable for production of the test devices in this kit. Return samples were not received, therefore, sample analysis could not occur. If samples are received at a later date, the complaint may be reopened. There were 5 photos received: one with kit lot information (kit lot is related to pr# 13025980), one with the analyzer information, one with the used cartridge, one with the reading from the analyzer and one with customer lab notes. In the photo with the analyzer, it shows the flu b and sars positive results. The customer performed a confirmatory pcr test for one of the patients, receiving covid positive and flu negative results. For 2 patients, they retested with a standalone flu kit and received flu negative results. Therefore, the reported issue was confirmed. The root cause cannot be determined. A trend analysis for false positive was conducted, no adverse trend was identified. There were no corrective actions taken at this time.